Event description:
Employee injured finger, while pushing down wheelchair seat. Amputation of tip of distal phalanx left ring finger- open fx of dis phalanx left ring. Partial loss of nail and nailbed of left ring finger. See scanned pages.